Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the sensor was programmed on, pacing would not decrease to less than 85 ppm.